Event description:
Device malfunction: posterior foot break. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician, trained in the use of the proglide device attempted femoral arteriotomy closure after an unspecified procedure. Reportedly a cuff miss occurred and hemostasis was achieved by an unspecified method. During device evaluation on 1/15/2008 a posterior foot break was found. There was no reported adverse pt sequela. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary- evaluation of the returned device found a posterior foot break and a posterior cuff miss had occurred. The posterior foot was broken off and was not returned. The needle tip and suture were not returned. We were unable to determine the root cause for the foot break and cuff miss as no abnormal observations with the parts of the returned device were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.